Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. Locked down smartphone: data not available, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The event was initially identified through an omnipod 5 registry notification indicating that a patient experienced a severe hypoglycemia event involving fainting, loss of consciousness, or seizure since the last assessment. On april 9, 2026, cps contacted the patient¿s parent to obtain additional details. On (B)(6) 2026, a patient wearing a pod on the arm sought medical attention for symptoms associated with hypoglycemia, including dehydration. Prior to presentation, the patient experienced low blood glucose levels, reported as approximately 40¿45 mg/dl, and treated the low blood glucose with orange juice. Per the parent¿s allegation, the hypoglycemia was allegedly related to the pod, as the patient reported that blood glucose levels did not respond to carbohydrate intake. The patient was evaluated on (B)(6) 2026, remained under observation for approximately nine hours, and was discharged the same day. The patient was diagnosed with hypoglycemia and received intravenous fluids for treatment. A supplemental report will be submitted if additional information becomes available.